Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. And likely, due to a cut on charge coupled device cable (ccd), image noise occurred, and an image could not be displayed. And due to damage on ccd unit in endoscope connector, color tone of the image is not correct (image is magenta or green only). In addition to the findings in b5, the following nonreportable malfunctions were identified: scratches on various parts of the device, and water tightness is lost; due to pinhole on rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
An olympus representative reported (on behalf of the customer), that during preparing for use, noise occurred on the entire screen of the endoeye flex deflectable videoscope. The device was inspected prior to use, and the therapeutic procedure was completed using the same device. There was no patient harm associated with the event. The device was returned and evaluated, and the color tone of the image was abnormal, due to damage to the imaging unit (the image is magenta or green only). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.